Manufacturer narrative:
(B) (4). The ge service rep repaired the video cable and moving mechanisms. There was a bad contact in the video cable and problems with the moving mechanisms. The system operates as intended.

Event description:
The customer reported that there was no image and the system was not moving.